Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a coronary artery procedure, the 3.0 x 18 mm xience xpedition stent was deployed and a dissection occurred. The dissection was treated with implantation of a 3.0 x 18 mm xience xpedition stent, overlapping the first. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.